Event description:
On 3/dec/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 750 mg 3 days a week (m,w,f) for 21 days. The patient was discharged home (date not provided) in stable condition and has recovered from the serious adverse events. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus haemolyticus on approximately (B)(6) 2024, and the patient¿s antibiotics were continued. The pdrn attributed causality to a probable touch contamination event, as the patient had been experiencing diarrhea for approximately 96 hours before the abdominal pain began. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported deficiencies or malfunctions.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of diarrhea and peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a probable touch contamination event, as the patient had been experiencing diarrhea for approximately 96 hours before the abdominal pain began. Staphylococcus haemolyticus is a coagulase-negative bacteria which can be found on skin, axillae, perineum, and inguinal areas of humans. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 750 mg 3 days a week (m, w, f) for 21 days. The patient was discharged home (date not provided) in stable condition and has recovered from the serious adverse events. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus haemolyticus on approximately on (B)(6) 2024, and the patient¿s antibiotics were continued. The pdrn attributed causality to a probable touch contamination event, as the patient had been experiencing diarrhea for approximately 96 hours before the abdominal pain began. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported deficiencies or malfunctions.